Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that his chair is unsafe, because while he is driving in the chair the caster will turn on him. He has went down a ramp and the caster wheel has gone off of the ramp causing him to flip and fall to the ground.